Event description:
It has been reported that when the nurse released the priming clip they did not notice that a free flow condition had occurred. After the cassette was taken off the pump it was observed that the upstream and downstream valves were missing.